Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no failed battery test alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported receiving failed battery test alarms from the insulin pump. The customer was assisted in troubleshooting the alarms, but the customer also reported the insulin pump being unresponsive to pressing its buttons, and so it was advised, and agreed to by the customer, that the device would be replaced and that the customer discontinue use of it until the replacement arrived. No blood glucose values were reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.